Event description:
Procedure: lower anterior resection. According to the report: after firing the instrument, there were no staples on the posterior aspect of the anastomosis. Surgeon could not find evidence of staple deployment either as formed or unformed staples. To create a completed anastomosis, the surgeon had to re-staple both sides of the colon and use an additional 31mm eea stapler to create a new anastomosis. The surgeon stated there was some unanticipated tissue loss due to the fact that he had to re-create the anastomosis.

Manufacturer narrative:
Date initial report sent: 09/09/2009.